Event description:
During a laparoscopic hand assisted nephrectomy procedure, the doctor was using the device to staple the renal vessels when there was some bleeding through the staple line, which the doctor was able to control. Some locking clips were present at the hilum. There was no patient consequence.